Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. Data was provided for investigation. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at 10:00 pm, after getting out of the pool the patient´s cgm sensor gave the brief sensor issue for some time, and was removed. A new sensor was inserted but after an unknown time the patient got the same unknown error message. Around 04:00 am the next morning, the patient was brought to the hospital by her mother due to the lack of readings. No symptoms were reported, and no fingerstick would have been taken. At the hospital blood was drown, and the blood glucose reading was 327 mg/dl. The patient was treated with 50 units of insulin and saline both given intravenously. After treatment the blood glucose went down to 283 mg/dl the patient left the hospital at around 10:30 am. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.